Event description:
Reported due to surgical intervention. User facility voluntary medwatch received which stated the following: "perclose unsuccessful as stated by md. Perclose to capture sutures. 7f sheath re-inserted into rfa. -pulses in pt and dp noted to be diminished - sheath pulled. Manual pressure applied -distal pulse diminished - pt taken to surgery." Upon further query of the customer the following info was obtained: the physician attempted to perform closure of an arteriotomy site with the closer s device following a diagnostic procedure. Fluoroscopy was performed prior to the procedure, but the results are unk. Reportedly, while trying to deploy the device the sutures failed to capture, so a 6 french sheath was inserted into the right femoral artery. The 6 french sheath was then upsized to a 7 french sheath, and th pt was taken to the holding area. Prior to the procedure, the pt's lowr extemity pulses were as follows: right dorsalis pedis = 3+, right posterior tibialis = 3+, left dorsalis pedis = 2 + and left posterior tibialis = 3+. While inthe holding area the pt's pulses were noted to be diminished; right dorsalis pedis = 1+ and right posterior tibialis = 1+. The physician was notified and returned to the cath lab to assess the pt. Upon their return to the cath lab, the pt's foot was "blanched" and the pt was complaining of foot pain. A doppler was performed and the pt had "no pulses in the right foot." The pt was taken to surgery for a right groin exploration. The exact surgical procedure is unk. It is also unk if the pt experienced a prolonged hospitalization as a result of this event. The pt's current condition is unk. Although requested, no additional info was available.